Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 171 mg/dl (compact plus system) and 96 mg/dl (mobile system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. (B)(6). Note: during investigation of the mobile meter, a result of 91 mg/dl was found instead of the alleged result of 96 mg/dl.